Manufacturer narrative:
The actual device is yet to be available for investigation. The DHR was reviewed based on the lot number provided and no discrepancies were noted in the any processes. However, failure to osseointegrate is a well-known and well documented inherent risk of the implant procedure and is not caused by the device itself. More results will be available upon completion of the evaluation and investigation of the device.

Event description:
It was reported that an implant failed. The patient had three implants placed on (B)(6) 2016. The implants became loose post-surgery and the patient had experienced pain; therefore, the implants were removed. The implant for tooth location #25 ( implant b) was removed on (B)(6) 2016. The pain was stated to have disappeared after the implant was removed. The patient experienced general bone loss and an infection. There were no abnormalities observed with the implant itself. The patient is currently stated to be doing "satisfactory" and is stated to not be in pain. Please refer to report #s, 3002195199-2017-00001(a)/ 3002195199-2017-00003(c) for additional implants.